Manufacturer narrative:
H3: 8709sc catheter - the returned catheter included the sutureless connector, proximal segment, pin connector and distal segment. Visual inspection of the sutureless connector (sc) identified coring and tearing in the cup of the connector. Analysis identified a leak that was caused by the metal connector pin breaching the catheter. Analysis identified a deformation in shape of the catheter body. Continuation of d10: product ID 8709sc lot# serial# (B)(6) implanted: (B)(6) 2010 explanted: (B)(6) 2023 product type catheter; s ection d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial #: (B)(6) , ubd: 09-feb-2012, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a health care provider (hcp) indicated that the reason for return was that the unbreakable sutureless connection was broken. Additional information received from a health care provider (hcp) indicated that the patient did not experience any symptoms related to the broken sutureless connection. The patient's weight at the time of the event was also not provided. The hcp stated that the event was first observed on 2023-11-08 and it was seen during surgery. No diagnostics/troubleshooting was performed and the cause was not determined. Actions/interventions taken included a new sutureless connector opened and attached. The issue was not resolved as the broken sutureless connector was removed and replaced with a new sutureless connector. Additional information received as an attachment indicated that the pre-operative diagnosis for the patient was intrathecal pain pump end of life. The post-operative diagnosis was reported as intrathecal pain pump end-of-life and intrathecal catheter malfunction. The procedures performed were replacement of the intrathecal pain pump, revision of intrathecal catheter and programming of intrathecal pain pump. The patient had a history of severe pain and had an intrathecal pain pump in place. The patient's pump had reached its end of life. During the procedure, the pump was dissected free and disconnected from the catheter. There was no spontaneous flow from the proximal catheter. The catheter was reconnected to the pump and the proximal port was aspirated. A small amount of fluid was able to be cleared, but there was no good flow of cerebrospinal fluid (csf) once the small amount was obtained. The sutureless connector portion of the catheter was identified and this was dissected free until another piece of the catheter could be identified, which was broken and had spontaneous flow of csf from that portion. The remaining portion of the sutureless connector was tracked down until this was able to be removed. The hcp reported that it was clearly broken at the 71 cm mark on the catheter. A new sutureless connector was then opened and the silastic boot and sutures connector were then attached. There continued to be good spontaneous flow from the sutureless connector portion. The new pump was then prepared with the same medication from his old pump and was connected. The proximal port was tested and there continued to be good flow. The catheter was also evaluated to make sure there was no evidence of any kinking.